Event description:
Caller states that during a correlation study, the following coaguchek system 1/lab results were obtained: patient 1: 4.7 inr/3.5 inr and 7.7 inr/5.6 inr, patient 2: 4.4 inr/3.3 inr and 4.9 inr/3.5 inr, patient 3: 6.3 inr/5.2 inr, patient 4: 3.8 inr/2.9 inr. Requested return of suspect system and replacement was sent. No adverse event reported.

Manufacturer narrative:
Patient 2: female, atrial fibrillation. Coumadin held based on result of 4.4 inr, no adverse event reported. Medications unk. Patient 3: female, coumadin held for 2 days, no adverse event reported. Medications unk. Patient 4: unknown.